Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. Ge reference #: (B)(4).

Event description:
Customer reports that the powerscribe extend intermittently opens the wrong exam for dictation. There was no reported pt injury associated with this event.